Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of intermittent telemetry and it was noted that the cable was damaged and it was replaced. The label was also replaced as an associated. The head passed its final functional console test and no other anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a patient check the radiofrequency programmer head had intermittent telemetry failure. The programmer head was changed out and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.